Event description:
There was an allegation of a questionable digoxin result from the cobas 8000 cobas c 502 module. The customer alleged an interference. The result for the first sample was 0.66 ng/ml. The physician questioned the result as the patient was not given digoxin as part of the medical treatment. The sample was repeated on a cobas e8010 analyzer and the result was <0.2 ng/ml with a data flag. A new sample was collected from the patient and had the same results. No specific data was provided.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.